Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she woke up with high blood glucose and empty reservoir. Customer's blood glucose was 479 mg/dl. Customer mentioned the device alarmed low reservoir alarm but did not alarm no delivery alarm. Customer declined to complete troubleshooting. Customer was advised a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.